Event description:
Reporter wore patch on left shoulder for 4 hours when it started to get hot. When she removed it, she had burn marks. Adhesive pulled her skin when she removed patch. She applied neosporin to area. Follow up call on 04/03/2007 provided no add'l info.